Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was exposed to moisture while swimming. The customer¿s blood glucose was 273 mg/dl at the time of incident. Customer reported that the fluid under liquid crystal display. Customer hear fluid when shaking the insulin pump. The insulin pump will be returned for analysis.